Event description:
I was taken to the doctor for overall physical exam of the chest area. Heart exam to see if there was a malfunction with my heart and he said there was nothing wrong with my heart. It was functioning normal. There was no need for medical device to be implanted in my chest area. He didn't enforce to my mother that he would not do a medical procedure to me. What he did to me was personal injury and malpractice. The hospital name (B)(6) hospital. Request my records you have my permission. The medical procedure wasn't needed, he practiced a person injury to me.